Event description:
Information was received that the cadd solis pump had activation timing failure. Should be 10 activations in approximately 1:50. Timed consistently +10 seconds greater than 1:50. The pump should have alarmed for reservoir empty alarm. No reported adverse effects.

Manufacturer narrative:
One infusion pump was returned for evaluation. Physical inspection of the pump found it to be in good physical condition. The pump underwent functional testing to pressure failure and the customer's reported complaint was not confirmed. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.